Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During the processing of this incident attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 3006705815-2019-03796. Related manufacturer reference number: 3006705815-2019-03798. It was reported that patient¿s scs system was explanted due to needing an MRI. It was reported that patient had an impedance issue. System was explanted with no reported complications. No further information known at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.